Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported they could feel the stimulation on the main program but it would go off for some time. Pt assumes it could be because it was not charged. Sometimes it felt like it was turned off and sometimes it was working normally. Reviewed if ins is not charged, stim will turn off. Reviewed to monitor and follow up with hcp if needed. Patient mentioned the rep set up the device at the implant surgery and then they met with a representative at healthcare provider office at 2 weeks.